Event description:
It was reported that, during implant, the left ventricular delivery system could not enter the coronary sinus (cs) because the cs was too narrow. A different delivery system was used to successfully place the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.